Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in catheter broke at the hub. The following information was provided by the initial reporter: material no.: 392523 batch no.: unknown. It was reported that the piv cath broke at the hub.

Event description:
It was reported that iag bc pro blu 22ga x 1.0in catheter broke at the hub. The following information was provided by the initial reporter: material no.: 392523 batch no.: unknown. It was reported that the piv cath broke at the hub.

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint is unconfirmed and the root cause could not be determined. H3 other text : see h.10.